Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained v oversensing via merlin.net transmission. Review of the records revealed intermittent oversensing of possible myopotentials of the ventricular channel. Reproducing oversensing with deep breathing was suggested. Programming changes and dft were also recommended. Further actions will be discussed with the physician.